Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a investigation: a review of the device history record was completed for batch# 6242854. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that it¿s difficult to push the plunger of the bd insulin syringe with the bd ultra-fine¿ needle 1 ml 30gx1/2". There was no report of injury or medical interventions.